Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_cath, serial# unknown, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine and dilaudid at an unknown concentration and dose via an implantable infusion pump. It was reported the patient had poor symptom response to her back and leg. The patient complained with intrathecal therapy after increases in pump infusion. A concern of a catheter leak or dislodgement arose. The patient reported no improvement in pain on (B)(6) 2014. A catheter access port (cap) contrast study gave normal results on (B)(6) 2014. The entire system was reprogrammed on (B)(6) 2014. On (B)(6) 2014 the patient reported she did not think that the pump medicine was adequately controlling her pain. The patient liked to consider an alternative medicine. The pump medication was changed from morphine to dilaudid on (B)(6) 2014. On (B)(6) 2015 the patient reported she wanted to have her pump removed because she had been in a lot of pain the past year and didn't think the pump was helping. The entire system was reprogrammed on (B)(6) 2015. On (B)(6) 2015 the patient reported modest improvement if symptoms. On (B)(6) 2015 the entire system was reprogrammed. On (B)(6) 2016 the patient wanted an adjustment in the pump because the pain was not adequately controlled. The entire system was reprogrammed. On (B)(6) 2016 the patient complained of pain and wanted oral medications. On (B)(6) 2017 the patient wanted the pup removed. Pump refills were missed due to financial reasons on multiple occasions. The pump was alarming due to a missed refill and the reservoir was empty. The hcp agreed with the pump removal. The patient was referred to a surgeon. The outcome was noted as ongoing. The etiology was noted as possible related to the device or therapy, unlikely related to the implant procedure, and possible related to the drug morphine with the action that caused the event being no change in drug. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 05-may-2017 indicated the catheter access port (cap) study performed on (B)(6) 2014 was normal. Additional information received on 16-may-2017 indicated the entire system was explanted on (B)(6) 2017 and not replaced. The outcome was 'resolved without sequelae' as of (B)(6) 2017.